Event description:
While reconstituting a vial of cyclophosphamide 1gm with sterile water using a 60ml syringe and 16gauge 1inch needle -becton dickinson #305197; lot #5154094 -- the needle broke in half. The break was at the hub where the plastic and metal meet. This caused a chemo spill primarily contained in the vertical airflow hood. A small amount sprayed onto the technician mixing.